Event description:
The distributor contacted animas on (B)(6) 2012 reporting that the down arrow button was unresponsive to presses. The keypad was reportedly damaged. No further information was reported. This report is made based on the allegation of the down arrow button response issue.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed that the keypad is torn at "up" & "down" keys and that the "up" & "down" keys are intermittently unresponsive and scrolling. The keypad was removed and contamination was noted under all key contacts. "Up" & "down" key contacts inverted. The "audio bolus" button torn in the center. Unrelated to this complaint, the display is faded, discolored and difficult to read. Replaced faded display with test display: the test screen is fully functional.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).